Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) review of quality records. Late due to delay in receiving paperwork. Other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the system was explanted due to infection.